Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 225cc saline prosthesis, catalog: 3501630, serial number: (B)(4), lot: 5698028. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with mentor smooth round moderate profile 225cc saline prostheses. Wrinkling on the breast prostheses was diagnosed post procedure via self-palpation. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 150cc gel prostheses on (b)(46 2018; catalog # 3501501bc, s/ns (B)(4) (l) and (B)(4) (r). This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Red and white material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint was confirmed. The device history record ( DHR) of lot number 5696894 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the supplemental report dated 10/17/2018, mentor mistakenly reported that the complaint was confirmed. The complaint was actually not confirmed. Manufacturer¿s reference number: (B)(4).